Manufacturer narrative:
E.7 initial reporter addr 1: (B)(6). Investigation summary: this complaint is not confirmed. This complaint is for false negative mrsa flags with when using phoenix panel pmic/ID-106 (448606) batch number 3038364. The customer did not provide phoenix generated lab reports but provided an isolate and panels for investigation. To investigate, one customer returned panel of batch 3038364 was inoculated with customer returned isolate s. Aureus and placed in a phoenix m50 to observe for mrsa flags. Next, five retention panels of complaint batch 3038364 was inoculated with customer returned isolate s. Aureus and placed in a phoenix m50 to observe for mrsa flags. Last, two control panels from the same material but different batch was inoculated with customer returned isolate s. Aureus and placed in a phoenix m50 to observe for mrsa flags. All eight panels returned the isolate with rule 1542 (mrsa) flags, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batches. A review of complaints revealed three additional complaints on the complaint batch, not related to this defect. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd phoenix¿ pmic/ID-106, there was a false susceptible result. There was no report of patient impact.